Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number:(B)(6) g2 country: canada.

Event description:
It was reported that during an unknown time the device is not picking up the skin properly. There was no patient impact or delay reported. Due diligence is in process and there is no additional information available.

Event description:
It was reported that during an unknown time the device is not picking up the skin properly. It is unknown if there was patient impact or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, e1, e2, e3, g1, g2, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the unit was found to have the control bar in the incorrect position and the calibration was out at the 0 reading. The control bar was adjusted and the reciprocating arm, fine adjustment cams, and vespel sleeve bearings were replaced and resolved the reported issue. The unit was noted to have been last returned in 2021 and has not since been returned for annual preventative maintenance. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: canada.